Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the insulation damage was noted from the terminal pin. The insulation is flattened, abraded, and torn completely in two. All conductors are deformed, flattened and fractured in this area as well. Due to the location and type of damage, this was most likely caused by entrapment in the clavicle first rib region. Laboratory analysis confirmed reported allegation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead had a conductor fracture which was verified by x-ray. This lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead had a conductor fracture which was verified by x-ray. This lead was explanted and was replaced. No additional adverse patient effects were reported.